Event description:
The injection port located on the burette was manufactured with an altered injection port. It is supposed to be a needleless access port, that allows the use of a interlink lever lock cannula. Unfortunately, the injection port located on the burette does not fit and therefore does not "lock" correctly. The cannula is unable to penetrate. The other three injection ports located on the tubing all work fine. This item has been removed from all pediatric areas, and will be sent back for credit and replacement. Additional follow up reveals that upon the return of the device to the manufacturer for evaluation, the manufacturer has subsequently pulled all lots from the distributor's stock and is now ordering supplies from canada. Canada cannot keep up with the demands and the customers are on back order for supplies. This has placed the end users in a critical situation when supplies are not available for use.